Event description:
It was reported that a home patient (hp) had a high drain alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) which occurred on a homechoice (hc) device during use. The hp had stated that they bypassed one of the drain cycles. The initial drain was 1726ml and the total ultra filtration (uf) was equal to 2604ml. During the follow up, the registered nurse (rn) reported that the patient was doing well with therapy and could not confirm the possible use error or provide additional information regarding the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported event. The reported issue could not be confirmed and the cause could not be determined. A use error could not be confirmed, but the homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. Should additional relevant information become available, a follow-up report will be submitted.